Event description:
It was reported that patient presented in clinic upon elective replacement indicator (eri) trigger for pacemaker. It was noted that the pacemaker exhibited premature battery depletion. During generator replacement procedure, it was also noted that the lead was difficult to be removed from the device header. The device was explanted and replaced with new device. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Lead removal difficulty was not confirmed. The device was received at elective-replacement level, with normal output and normal telemetry communication. Electrical and mechanical tests, including current measurement and output verification did not identify any functional issues. Analysis of the device image indicates the device was operating with high current drain, consistent with a hybrid integrated circuit anomaly, resulting in a premature discharge of battery. Destructive analysis of the battery cell found no defects. The hybrid circuitry was tested using an external power source, and results indicated normal current drain. The cause of integrated circuit anomaly could not be conclusively determined.